Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was used during a bronchial stent placement procedure performed on (B)(6) 2024. During the procedure, the stent could not be fully deployed. The stent was partially deployed when removed from the patient and another of the same device was used to complete the procedure. There was no patient injury reported as a result of this event.